Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed undersensing of atrial fibrillation and as result is intermittently competitively atrial pacing into atrial fibrillation and under reporting true af burden. No intervention was performed or planned.